Manufacturer narrative:
The device has not yet been returned to the manufacturer. The investigation is currently ongoing.

Event description:
It was reported that the microplex embolization coil was placed approximately 70% in the aneurysm and the coil detached unintentionally without use of the controller. The pusher wire was used to advance the remaining coil into the aneurysm without further incident. There was no reported patient injury. The patient is reported to be doing well.